Event description:
It was reported that the insulin pump alarmed motor error, once during a priming attempt and twice during normal use. The blood glucose reading was 126 mg/dl. No significant events leading to the alarm were observed other than the device having been bumped over the years. The customer also noted that the device had alarmed no delivery, and the issue had been resolved by a complete infusion set change. He declined to return the infusion set and reservoir for analysis. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The excessive no delivery alarm test could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at display window corners. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.